Event description:
It was reported that a patient presented with over-sensing noted on the patient's right ventricular lead. It was suspected that this was due to insulation breach or lead fracture. No further information was provided. The lead was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.